Event description:
It was reported that the balloon burst. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified pulmonary artery. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon burst at 1atm for 5 seconds upon first inflation. The device was removed over the wire and the procedure was completed with a different device. No complications reported and the patient is stable.